Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, a cartridge change was performed to resolve the issue, however, cartridge change errors occurred. Troubleshooting was performed and an o-ring was found on the pneumatic tap. The o-ring was removed and the cartridge was successfully reloaded onto the pump. Customer's blood glucose (bg) level was 328mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.